Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision because it was found out that the cover of the irrigation syringe was accidentally not removed prior to irrigation. Additional information received from the field representative indicated that intravenous antibiotics were given to the patient after the incident and no infection has been developed. The device remains in service. No additional adverse patient effects were reported.